Event description:
It was reported that the battery longevity of the implanted device showed less than expected when interrogated with the programmer. This was determined to be due to the programmer having not received the most recent software update. The software was downloaded onto the programmer and the issue is believed to be resolved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.